Event description:
It was reported that, broach handle loosened and then broke when tech was attempting to lock broach into handle. All happened on the back table.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.